Event description:
It was reported that a patient presented with cardiac perforation noted on the right ventricular lead noted during implant. This resulted in pericardial effusion and cardiac tamponade. The lead was moved and a new one was implanted. No further adverse patient consequences were reported.